Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the hand control buttons was not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons. It is possible that the error code could have been caused by the blade making contact with metal or plastic while activated.

Event description:
It was reported that during an unknown procedure there was a solid tone with error code '5'. Changed to a new device to complete the procedure. No adverse event on the patient.